Event description:
It was reported that the wheel on the neptune 2 rover locked up and when the customer was moving the rover he hurt his back as a result. No further info has been provided by the account.

Manufacturer narrative:
The field service tech replaced the casters and returned the unit to service.